Manufacturer narrative:
A complete lead was returned in one piece measuring 64.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04283. It was reported that the patient presented in the emergency room after experiencing diaphragmatic stimulation. Chest x-ray showed that the right ventricular lead was dislodged, and the right atrial lead had pulled back. On (B)(6) 2020, the leads were repositioned. On (B)(6) 2020, upon testing the ventricular threshold there was diaphragmatic stimulation and the ventricular lead had dislodged again overnight. It was noted that the patient continually moved his arm in the middle of the night pulling the atrial lead back and dislodging the ventricular lead. The ventricular lead was explanted and replaced, and the atrial lead was repositioned due to lead slack issue. The patient was in stable condition before, during, and after the procedure.